Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 100% to 15%. There was no impact to the customer's blood glucose levels. Customer indicated a non-tandem pump would be used as back-up therapy.